Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd), with battery longevity declining from 10 years in 2022 to 6.5 years in 2023, and further to just 1.5 years in 2024. Technical services (ts) reviewed the pertinent data and confirmed pbd. Ts advised that the device should either be replaced or that the battery status should be reassessed within 90 days. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd), with battery longevity declining from 10 years in 2022 to 6.5 years in 2023, and further to just 1.5 years in 2024. Technical services (ts) reviewed the pertinent data and confirmed pbd. Ts advised that the device should either be replaced or that the battery status should be reassessed within 90 days. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited signs of premature battery depletion (pbd), with battery longevity declining from 10 years in 2022 to 6.5 years in 2023, and further to just 1.5 years in 2024. Technical services (ts) reviewed the pertinent data and confirmed pbd. Ts advised that the device should either be replaced or that the battery status should be reassessed within 90 days. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.